Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (screen staying blank) has been confirmed. Upon investigation, the monitor was unable to complete essential performance testing. The failure was isolated to contamination on multiple components of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a (B)(6) patient's monitor screen would not come on.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged battery. Monitor 07176714 - mfg date: 03/30/2020. Battery 86255262 - mfg date: 06/02/2017. Evaluation of monitor sn (B)(6) has been completed. The reported problem (screen staying blank) has been confirmed. Upon investigation, the monitor was unable to complete essential performance testing. The failure was isolated to contamination on multiple components of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a german patient's monitor screen would not come on and the battery would not power on the monitor.